Event description:
The event is reported as: alleged issue: the clips are closing prematurely before it event touches the tissue. There was no pt injury and therefore the pt's outcome was not affected directly to the malfunction of the device.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint. One (1) applier was received used, opened without original packaging, lot # was not confirmed with sample received. During visual inspection it was observed that the sample is seriously damaged from body - components is broken. Failure mode "clips closing prematurely" was not confirmed with sample received during visual inspection. Additionally, that sample was opened and it was observed that sample was received without remaining clips. Functional inspection could not be performed due to sample condition. Component is seriously damaged, additionally, the sample was received without remaining clips. Sample received did not confirm the defect reported by the customer, defect "clips closing prematurely". In addition a corrective action can not be established due to the fact of the sample condition (it is seriously broken & sample was received without remaining clips) and therefore a failure mode could not be duplicated. However, we will continue to monitor trending of similar complaints. Result and conclusion codes: there are no accurate codes to describe the complaint was confirmed but the root cause is unk.